Event description:
It was later reported the patient was receiving therapy with no side effects and good pain relief. I was stated the impedances were high but not out of range as far as the reporter could remember.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high impedances of 10,000 on electrodes 4, 7, and 8 during the implant procedure. It was noted that the lead was never implanted and that a new lead was used.

Manufacturer narrative:
(B)(4).